Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Event description:
Reportedly, a device malfunction was observed after external defibrillation on 13 april 2023 (device was found in mode 000). At reintervention on 24 april 2023 damages on the surface of both leads were observed. History: (B)(6) 2023: - planned heart valve surgery - postoperative ventricular fibrillation with resuscitation - external defibrillation - device malfunction was observed after defibrillation (B)(6) 2023: - re-intervention to replace the pacemaker with ICD - during the intervention insulation defects on both leads were observed

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a device malfunction was observed after external defibrillation on (B)(6) 2023 (in mode 000). At reintervention on (B)(6) 2023 damages on the surface of both leads were observed. History: (B)(6) 2023: - planned heart valve surgery - postoperative ventricular fibrillation with resuscitation - external defibrillation - device malfunction was observed after defibrillation on (B)(6) 2023: - re-intervention to replace the pacemaker with ICD - during the intervention insulation defects on both leads were observed.